Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-299936 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. Per update request number (B)(4) cmpl was code then changed to code 5018 then changed to code 914 (inquiry) since the patient is still able to use their mobile app

Manufacturer narrative:
(B)(4).

Event description:
Ait was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.